Manufacturer narrative:
Additional information was received that approximately 13 years post implant of this valve, the patient presented with newly diagnosed murmur and severe aortic insufficiency. Endocarditis was suspected and the patient completed a course of antibiotics. 13 years and 2 months post valve implant the patient had bilateral plural effusions and "significant" dyspnea. At this time, the valve was explanted due to severe insufficiency. Upon explanting the valve, moderate root dilation was noted. There was a four to five millimeter hole present in the belly of the right coronary cusp. The surgeon did not feel that the hole was related to an endocarditis process. One of the non-coronary leaflets was torn between the right coronary and non-coronary commissure. A rim of subaortic stenosis pannus was resected from the inflow suture line during the procedure. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 2 months post implant of this 29mm bioprosthetic aortic valve, it was explanted and replaced with a 25mm bioprosthetic valve of a different model. The reason for replacement is unknown. No additional adverse patient effects were reported.